Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass surgery, the device was difficult to toggle so it was replaced with another instrument wherein the needle fell out into the patient when it was in the closed neutral position. The needle was left inside the patient and was not retrieved. Another device was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had a bent blade and had a missing piece of the handle that had broken where the shaft of the device meets the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent blade indicates that bent the exposed metal bars; bent blades may prevent proper toggling, loading and unloading of the needle. Bent blades may also compromise needle retention. Replication of the condition of broken handle may occur when the device is leveraged exposed to an improper or excessive force. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.